Event description:
During a revision procedure, while attempting to implant a leadless pacemaker (lp) in the right ventricle (rv) there was difficulty passing the tricuspid valve. Following fixation, decreased sensing and increased capture threshold were observed. The physician elected to release the lp, and the lp dislodged into the tricuspid valve. This caused tricuspid regurgitation. The lp was successfully retrieved. The patient was in stable condition.